Manufacturer narrative:
Belt (B)(4) was returned and evaluated at zoll manufacturing corporation. Monitor (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (code 204, 107, does not latch) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. Upon evaluation of the monitor, the receptacle was not able to latch an electrode belt. The cause of the code 204, 107, and inability to latch is the damaged connector on the electrode belt and monitor. The root cause of the damaged connectors is excessive force placed at the connectors. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and 107 and that the belt would not latch to the monitor.